Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified vessel. A 7.0 x 40 40cm mustang balloon catheter was advanced for dilation; however, upon the first inflation at 6 atmospheres, the contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The device was removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.